Manufacturer narrative:
H6: the quality investigation is complete. D4: full UDI is not available due to missing information (unknown lot#/part #).

Event description:
It was reported that during an open biopsy of left femur lesion procedure, the drill bit broke. It was also reported that the wound was explored and fluoroscopy images taken, the decision was taken to leave the fragment, as it was safer than further exploration. It was further reported that there was no delay and the procedure was completed successfully.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during an open biopsy of left femur lesion procedure, the drill bit broke. It was also reported that the wound was explored and fluoroscopy images taken, the decision was taken to leave the fragment , as it was safer than further exploration. It was further reported that there was no delay and the procedure was completed successfully.